Manufacturer narrative:
The investigation for the reported issues has been completed. The product was returned. The console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. The log entry processsamplingdatafromopticalbench: sentstopacquisitioncmd ack indicates the sentstopacquisitioncmdflag was set when entering ossi_sampling_stopped_state which eventually led to a false communication stopped condition. Per the results of the clinical review and investigation, the root cause was determined to be due to an aic software issue.

Event description:
The user facility reported a patient was on an automated impella controller (aic) for mechanical circulatory support. While on support, the aic was not displaying ps/lv signal and had a yellow alarm that showed "controller error, switch to back up controller" during use. The aic was exchanged and the pump started without further issues. The impella was successfully weaned and explanted in the procedural area. There was no patient harm reported.